Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2020-15160. It was reported that the patient presented for revision of both the right atrial and ventricular leads due to sensing noise which caused the patient to experience shortness of breath and generalized weakness. It was noted that the leads had a known history of noise and were previously deactivated. Both leads were reactivated and used with a new generator. However, noise persisted, and there were also alerts for atrial and ventricular lead impedances out of range. The leads were capped on (B)(6) 2020, and replaced with new leads. The patient was in stable condition following the procedure.